Event description:
It was reported that the plunger stopper in the bd plastipak¿ luer-lok¿ syringe was loose, allowing cytotoxic medication to leak past it during the sampling process. The following information was provided by the initial reporter, translated from french: "leakage of cytotoxic agent through the plunger of the syringe during sampling (poor sealing of the plunger) event already occurred on a syringe of the same batch a few days before as well as with a syringe of a different batch (batch 2202127) current patient status: no clinical consequences".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2202127, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2202127 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported that the plunger stopper in the bd plastipak¿ luer-lok¿ syringe was loose, allowing cytotoxic medication to leak past it during the sampling process. The following information was provided by the initial reporter, translated from french: "leakage of cytotoxic agent through the plunger of the syringe during sampling (poor sealing of the plunger) event already occurred on a syringe of the same batch a few days before as well as with a syringe of a different batch (batch 2202127) current patient status: no clinical consequences"